Manufacturer narrative:
In response to FDA report number: mw5088445 information contained in this report was previously submitted through psr on 23/oct/2014. The event of autoimmune/connective tissue disorder is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: autoimmune/connective tissue disorder. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported in a study being diagnosed with a "connective tissue disorder (not otherwise specified) / undifferentiated connective tissue disorder (uctd)¿ (connective tissue/autoimmune disorder). No indication of treatment or surgical reoperation. Additionally, patient called and reported that "since 2008" they have experienced "candida, migraines, stiff neck, pinched nerves, dry skin, eczema and behavior/emotional issues." Patient also stated they have been "nauseated for the past three years." Patient additionally reporting going to a doctor with "costochondritis, has had chronic pain, has not been able to lift more than 12 pounds and has weak arms, stopped wearing bras in 2010 because they thought they were having a heart attack, and started having anxiety in 2013 and has had seizures and night sweats." . Device remains implanted. This file is for the right side.